Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump for spinal pain indications. It was reported that they had to increase the bolus's to 16 because "since implant patient has had no relief." The patient stated the managing doctor told them that he did not think the catheter was connected or it was not connected correctly. The patient states the doctor did a test "about 2-3 weeks ago" and told them there was something wrong and he did not know where the medication was going. The doctor wanted to do a catheter dye study but could not find anywhere to do the test.

Manufacturer narrative:
Continuation of d10: product ID 8780 , serial# (B)(6), implanted: (B)(6) 2023; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.